Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed episodes of electrogram noise associated with oversensing and pacing inhibition resulting in loss of consciousness (fainted while in the shower). The patient was admitted to the hospital, and the device was interrogated, however, the clinical observations could not be reproduced. The patient indicated that the ventricular sensitivity floor was reprogrammed from nominal. A holter monitor did capture epsiodes of oversensing (underpacing).